Manufacturer narrative:
The customer has not returned any product for further investigation. No information was provided that would point to a cause for the result discrepancy in glucose results from the laboratory at 6:53 p.m.of 237 mg/dl and the inform ii meter results at 6:06 p.m. Of 131 mg/dl. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained that a tech treated a patient incorrectly based on an error message from accu-chek inform ii meter with serial number (B)(4). Erroneous glucose results were also identified when the inform ii meter result was compared to a laboratory result. This medwatch will cover the inform ii test strips due to the erroneous results received as noted below at 6 pm. Refer to medwatch with a1 patient identifier pt-(B)(6) for the MDR related to the reported adverse event. At 5:11 p.m. The patient was tested by finger stick on the inform ii meter and the meter produced the error message "w-510 outside reportable range." The tech thought the actual result was 510 mg/dl. At 5:13 p.m, the tech repeated the test by a finger stick and the same error message occurred. The tech called the physician. Per nursing notes, ten units of an unspecified type of insulin was administered. The tech realized that the patient was showing signs of hypoglycemia and not hyperglycemia. The patient was administered a continuous IV of d50. The nursing notes state that d50 was pushed twice by IV. The exact amount of d50 was not provided. It is not known if the patient was showing hypoglycemic symptoms prior to administering the insulin. At 5:38 p.m. The patient was tested by finger stick on the inform ii meter again and the meter produced the error message "w-510 outside reportable range." At 6:00 p.m. A sample was obtained from the patient and sent to the laboratory. The glucose result from the laboratory at 6:53 p.m. Was 237 mg/dl. The patient was tested by finger stick on the inform ii meter at 6:06 p.m. And the result was 131 mg/dl. The customer stated that any line should be cleared prior to a venous blood draw, however, the customer could not say if the same line that was used to administer the d50 was used to draw the blood sample for the laboratory test. The actual results from the inform ii meter were obtained from the software. The result at 5:11 p.m. Was 18 mg/dl. The result at 5:13 p.m. Was 17 mg/dl. The result at 5:38 p.m. Was 12 mg/dl. Based upon a review of the meter¿s error log, these were the times the meter produced the "w-510 outside reportable range" error message. Quality controls were run on the meter within 24 hours of the event and passed. The patient went to the emergency department due to a right foot ulcer with an active wound infection on the right foot. The patient was admitted and is still in the hospital. The patient¿s current condition is not known. The patient¿s admitting diagnosis was not provided. Triage in the emergency department listed possible cellulitis right lower extremity and unspecified anemia. Physician's notes after exam on 02/05/2017 listed acute kidney injury, hyperkalemia. The error message "w-510 outside reportable range" is associated with the configurable warning messages on the inform ii meter that let the operator know the readings are outside reportable and critical ranges. This message is either enabled or disabled by the customer an. The device has 6 different options on how to display the alarms and messages. It is up to the facility to determine how this will be configured and displayed on their device. Product labeling is provided to describe how to interpret test results which are accompanied by an alert. These are built in safeguards to notify the user there may be a problem with the result. The operator's manual explains that all messages, including purely informative messages, are preceded by a letter, identifying the message type, and a number. The meter and strips were requested for investigation.

Manufacturer narrative:
A specific root cause could not be identified for the result discrepancy in glucose results from the laboratory at 6:53 p.m.of 237 mg/dl and the inform ii meter results at 6:06 p.m. Of 131 mg/dl. The customer indicated they were unsure if the same line was used to draw blood as was used to administer d50. If the line was not properly flushed, this could cause discrepant results. Methadone has not been tested with inform ii strips, however, the other medications listed in the complaint have been tested with inform ii strips and none of them interfere with the accuracy of test results. The patient's medical conditions are not known to cause discrepant results.